Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings, vibrator anomaly and blank display from the insulin pump. The customer's blood glucose reading was 417 mg/dl. The customer treated with the pump. The customer stated that the pump is vibrating very loudly. The customer stated that there might be something loose. The customer does not state that the pump did not vibrate when they pressed act after using up arrow to set an easy bolus amount. The customer stated that she woke up today and the pump was completely off. The customer stated that the display was not blank less than 30 seconds. The customer stated that the display is not currently blank. The customer was advised to monitor the pump and call if issues recur.